Manufacturer narrative:
To gore's knowledge, the gore MFR device remains functioning in the pt. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
In 2005, this pt was implanted with a gore excluder aaa endoprosthesis. As documented, at the completion of the procedure, the abbot perclose suture-mediated closure sys failed, resulting in a small bleed from the artery. An open repair of the access site was performed. On may 31, 2007 the event info related to the abbot perclose suture-mediated closure sys was communicated to abbott labs via the https://www.abbott.com/abtcontactus/contact.do.website.